Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose was 224mg/dl at time of incident. Customer states that internal power source in the pump was unable to charge. The customer was advised monitor the insulin pump and call back if issue occurs again. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specific range. However, unexpected power error 25 alarm noted in the long trace due to intermittent non-sleep anomaly software error.